Event description:
Bakri postpartum balloon was placed in uterus after mo-di twin c/s. Bakri was filled with 300ml of ns and the ns was leaking through the drainage lumen of the bakri. Ns was not staying in the balloon and continued to leak out of the lumen. Bakri was removed and replaced. FDA safety report ID# (B)(4).